Event description:
Baxter product surveillance received a report from a home patient's nurse that a minicap had fallen off the home patient's transfer set. Although prophylactic antibiotics were administered (2g ancef and fortaz intraperitoneal), no patient injury or further medical intervention occurred.